Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a e315 error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). The procedure was completed using a different device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, g1, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, olympus was not able confirm the reported event, therefore, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.